Manufacturer narrative:
(B)(4).

Event description:
Procedure: cholecystectomy. According to the reporter: the second clip wold not deploy after being fired. Pieces fell into the cavity and could not be retrieved.